Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. P lots: 14219693 manufacturing date: 01/30/2025 expiry date: 11/01/2029. 14414223 manufacturing date: 07/02/2025 expiry date: 05/01/2030. 14441148. Manufacturing date: 07/30/2025 expiry date: 06/01/2030.

Event description:
An email was received regarding a tego® connector, alleging a leak during patient use. The reporter stated that there has been a recent increase in faulty tego's. Quite a few reports of blood leaking. The event occurred during use on patient. Someone became aware of the issue when observed by clinical staff. There was no medication being used with this product. There was no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg on 11/10/2025. One (1) new list# d1000, tego¿ connector, appx 0.05 was returned for evaluation. As received no damage or anomalies were observed on the samples, no mating device was returned for evaluation. The sample was leak and vacuum tested and passed all the test. Complaint of leaks cannot be confirmed or replicated. The potential lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.